Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. Klebsiella pneumoniae, pseudomonas aeruginosa, and an unspecified multi-drug resistant bacteria were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the root cause could not be determined. As a result of reviewing the reprocessing procedures that are performed by the user facility, there was no information to suggest there were any deviations from the device's instructions regarding reprocessing. The customer provided their cleaning, disinfection, and sterilization processes stating: dr. Yi full effect multi-enzyme detergent and weigao ruike'an disinfectant are used with a non-olympus automated endoscope reprocessor (aer). Alcohol flush is performed after disinfection. The device's instructions for use provides the following regarding inappropriate reprocessing: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." During inspection and testing, service found the bending cover and bending cover adhesive were damaged. The inner wall of the instrument channel tube was burned and scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.